Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How the procedure was complete? Please clarify who many devices are involved in this procedure? Please specify which of the 3 devices presented the defect (breakage suture and breakage needle). Was the broken needle piece retained in patient? If yes, how was it retrieved? Please provide the lot number for each device patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an eye, ear and throat (ent) procedure on (B)(6) 2020; and a suture was used. During the procedure, both the suture and needle broke. There were no adverse patient consequences reported. Additional information was requested.